Event description:
A doctor alleged that three (3) patients had experienced the debonding of a restoration after placement with the optibond xtr and nx3 white cement products. This is the second of three (3) reports.

Manufacturer narrative:
The doctor noted that the patient was approximately fifty (B)(6) years of age; however, information surrounding the incidents and treatment dates were not provided by the doctor. The patient had experienced the debonding of a crown approximately two (2) weeks after placement. The patient returned to the office and the doctor re-cemented the restoration using the same products, without further incident. To date, the patient is doing fine. While reviewing the doctor's bonding technique, it was discovered that he had not applied the optibond xtr adhesive to the internal portion of the restorations per the directions for use. The optibond xtr product (adhesive (catalog #35108, lot #5035103) and primer (catalog # 35107 and lot #4657225)) involved in the alleged incident was not returned; therefore, a physical evaluation was performed on a retained sample, yielding results within specifications.